Event description:
The customer reported that the system would not perform fluoroscopic x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the video switching printed circuit board. The system was tested and found to be working as intended and put back in service.